Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In addition, per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented by edwards in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported complete heart block is likely related to the mechanism described above, in addition to the pre-existing rbbb. The severely calcified aortic root (bulky calcification) may have caused or contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following the deployment of a 26mm sapien xt valve, the patient with a history of rbbb went into complete heart block. After the patient¿s blood pressure returned and the valve was assessed; only mild paravalvular leak (pvl) remained. The decision not to post dilate was made. After approximately 5 minutes, the patient¿s blood pressure began dropping again. Tee noted a rapidly growing pericardial effusion. The physician opened the chest and could not immediately identify the source of the bleeding. The patient was placed on bypass and the chest was opened more. A dissection was noted in the left and right coronary cusps. The sapien xt valve was removed and a magna ease was surgically implanted. The patient was weaned off of bypass and was stable for approximately 20 minutes, it was noted the dissection was continuing down the septum. Additional attempts to repair were made; however these attempts were unsuccessful and the patient expired. The native annulus had severe bulky calcification, the physician commented during the surgical repair it was ¿like working with a potato chip¿.